Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility and the results of the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, although a definitive root cause could not be determined, it is likely excessive stress was applied to the power switch due to the unexpected application of force by the user, which resulted in damage/failure of the power switch.

Event description:
The contact at the user facility confirmed there was no patient injury or medical intervention associated with this event. The contact was not able to provide any further details, such as the event date or when the issue was identified.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as the device still possessed the older version of the main switch and it was damaged. Additionally, minor wear was noted on the front panel. It was also recommended that the software be updated to the latest version. A new switch and software were both installed, successfully tested, and the device was returned to the customer on (B)(6) 2021. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center's power switch was not functioning properly. According to the initial reporter, the button was stuck in and would not release. There was no patient harm or consequence reported as a result of this event.